Event description:
It was reported that during an unknown procedure, the suturing stapler caused tearing of the membrane during colon operation. Tearing of the rectal mucous membrane occurred during a planned colon sigmoid resection. The tearing occurred when the device was introduced via the anus. The tip accidentally extended before the device was introduced into the intestine. The damage to the membrane resulted in it being necessary to create a load-relieving stoma, while it remained possible to carry out the anastomosis. The risk analysis of the unit is that the consequences for the patient were moderate, but there is a risk of reoccurrence. The stoma was withdawn from the patient.